Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy board pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was due to a short between pins 5 and 9 on a diode, designator cr30.

Event description:
It was reported that the device delivered an abnormal amount of energy during a defibrillation test with an analyzer. There was no patient use associated with the reported failure.